Manufacturer narrative:
The initial MDR was filed on 05-jan-2021. Additional information (11-feb-2021): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the reagent probe and performed probe alignments. Siemens headquarters support center (hsc) evaluated the available information and found the customer did not provide a sample ID / accession number. After review of the data contained within the immulite 2000 xpi database, the diagnostic file, and the lack of an accession number as a reference point, a definitive cause cannot be established. The potential cause of the falsely depressed free beta human chorionic gonadotropin (free beta hcg) test result was the reagent probe. The instrument is performing within specifications. No further evaluation of this device is needed. The adverse event problem codes were updated.

Manufacturer narrative:
The customer contacted siemens to report a falsely depressed free beta human chorionic gonadotropin (free beta hcg) test result was obtained on a patient sample from an immulite 2000 xpi instrument. The customer indicated that quality control test results were in range and no other samples were affected. Siemens is investigating this issue.

Event description:
A falsely depressed free beta human chorionic gonadotropin (free beta hcg) test result was obtained on a patient sample from an immulite 2000 xpi instrument. The initial test result was not reported to the physician(s). The same sample was repeated on the same instrument and a higher test result was obtained. The repeat test result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed free beta hcg test result.